Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third-party provider for service and repair. No information has been received about how the problem was solved and no parts have been returned for investigation. No investigation has been possible; therefore, the root cause of the reported event has not been determined. The UDI information is not available since the device serial number given by the customer was incorrect. H3 other text: 4119.

Event description:
It was reported that the ventilator's monitoring respiratory rate was high. There was no patient harm. Manufacturer's ref.#: (B)(4).